Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was no longer working after getting hip x-ray. It was also noted that the ipg flipped in the pocket. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.